Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the stylet/guidewire was kinked/buckled. The proximal conductor of the lead became extrinsically distorted due to flattening. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The full lead was returned with the helix extended and tissue on the helix. The stylet has a kink at 28 cm that may have contributed for the erratic helix extension and retraction by placing pressure on the distal conductor. The proximal conductors are distorted by flattening at 38.7 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the pacing lead, a helix irregularity was observed by the physician. The lead was explanted and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a extension/retraction problem noted on the helix of the lead.